Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2025. According to the patient on (B)(6)2025, around 11:00am, the patient experienced severe chest pain, fatigue, and extreme weakness. The cgm reading was showing 140 mg/dl, and an ambulance brought the patient to the hospital. At first it was thought the patient had a heart attack and no fingerstick was taken. However, when a fingerstick was taken the cgm reading was 140 mg/dl, and the blood glucose reading was 785 mg/dl. The patient was diagnosed with diabetic ketoacidosis and was admitted into the intensive care unit. She received treatment with intravenous insulin and heparin. Her kidney and heart functions would have not been normal due to the high blood sugar levels and an angiogram was performed. The patient then underwent a heart catheterization, several electrocardiograms were made. After spending a total of 4 days in the hospital, the patient was discharged. At the time of the report the patient was stable. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.